Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set leaked from its tubing. This occurred during patient use. The set had been used for approximately 90 days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed a noted a cut in the tubing near the patient connector. A leak test was performed with a cut in the tubing noted. A clear passage test and clamp function test were performed with no issues noted. The reported problem was confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.